Event description:
It was reported that this left ventricular (lv) lead was dislodged. (B)(6) technical services (ts) discussed that there was still no magnetic resonance imaging (MRI) comp system due to abandoned, non-conditional leads. This lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).